Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was caller stated they had operative notes from 2024-jul-02 that indicated a procedure was done but the notes were unclear as to what exactly was performed and patient doesn't have external equipment or ID card. Caller indicated the patient may have had the lead and ins replaced and believed the patient may have an abandoned component as the notes mentioned "leave tines in place" as efforts to explant it were unsuccessful. Caller did not have any information on what led to the procedure being performed. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed device registration services information and suggested contacting physician to obtain more information about the procedure and confirm what patient currently has implanted. Agent provided national answering service's contact information to page rep, if needed.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1gdq2 serial # implanted: (B)(6) 2017; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 20-apr-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.